Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient developed a second degree burn of approximately 8cm to the left lower leg after undergoing an MRI of the prostate. The patient was positioned supine with his arms along his sides, and was reported to be in direct contact with the rf cardiac cable during the exam. Only padding by the arms to prevent contact to the side of the magnet bore was utilized.